Event description:
A customer reported that the freestyle libre 2 sensor detached prematurely while sleeping after three days of wear. As a result, customer could not monitor glucose and experienced profuse sweating. A healthcare professional came to the customer's home, obtained a glucose result of 1.9 mmol/l on their healthcare meter, and treated customer with glucose injection. A post-treatment glucose result of 8 mmol/l was obtained on the healthcare meter and no additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.